Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-06802 ; 1627487-2019-06803 ; 1627487-2019-06804 ; 1627487-2019-06805. It was reported that the patient experienced discomfort on the right side of their head and occipital/neck region. One lead tested for high impedance. X-rays were taken and confirmed that the right occipital and right supraorbital leads had migrated. Reportedly the patient has fallen several times. Surgical intervention was taken on (B)(6) 2019 to reposition the leads to address the issue.